Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. The 92% stenosed target lesion was located in the moderately tortuous and non-calcified subclavian vein. A 16x40/9fr uni plus 75cm wallstent endoprosthesis was advanced for treatment. However, the device was stuck with the catheter. The physician deployed the device but the stent was found slightly tortuous. Another wallstent was deployed to cover the lesion. The procedure was completed with no patient complications reported and the patient's status was stable.